Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "we still have problems with clots after centrifugation on this same reference but on another lot. It is lot 2237418 (expired to 29/02/2024).".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was red cell hang up. The following information was provided by the initial reporter. The customer stated: "we still have problems with clots after centrifugation on this same reference but on another lot. It is lot 2237418 (expired to 29/02/2024)."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-13. H.6. Investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for red cell hang up with the incident lot was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified. A corrective and preventive action was created to address the issue.